Event description:
It was reported that the patient presented with an inflatable penile prosthesis that will not inflate when pumped. The patient underwent surgery and upon replacement, fluid loss was identified at the reservoir tubing. All components were replaced. There were no patient complications.